Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised to connect the pump to a power source using known working charging supplies, and the issue did not persist after being plugged in. The customer continued to use the pump for insulin therapy.